Manufacturer narrative:
The biomedical engineer (bme) reported that they wanted to pull the event log or the last 24 hours. They wanted to know if they can print out logs that would show when this central nurse's station (cns) would go into communication loss within the last 2 weeks. Nihon kohden technical support (tech support) informed them that there are only 2 options. The first option is to look at a patient tile and check the event list. This would tell them when this tile went into comm loss. That may give them a clue as to when the cns went into comm loss. However, this option only lets them go back to 5 days. The other option would be for them to get the cns logs and our qa team can look at the logs and see what it tells them about the cns going into comm loss. They stated they would have to make a few calls to see how they want to proceed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they wanted to pull the event log or the last 24 hours. They wanted to know if they can print out logs that would show when this central nurse's station (cns) would go into communication loss within the last 2 weeks. Nihon kohden technical support (tech support) informed them that there are only 2 options. The first option is to look at a patient tile and check the event list. This would tell them when this tile went into comm loss. That may give them a clue as to when the cns went into comm loss. However, this option only lets them go back to 5 days. The other option would be for them to get the cns logs and our qa team can look at the logs and see what it tells them about the cns going into comm loss. They stated they would have to make a few calls to see how they want to proceed. No patient harm was reported.